Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor on the suture string but off the device. The needles are on the sutures and still through the channel of the device, the suture strings are tangled and knotted at the proximal end of the device. There is biological debris on all returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, misalignment of inserter. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament repair surgery, a minitacti suture anchor pulled out. Surgery resumed after a non significant delay, with a back-up device used in the originally drilled bone hole, leaving no voids in the patient whose bone quality was loose and current health status is good. No further complications were reported.